Manufacturer narrative:
The technician isolated the issue to the sidecom circuit board. He replaced the sidecom circuit board to repair the bed.

Event description:
Information received indicates the nurse call button is not sending a call to the nurse station.